Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD), received a shock due to atrial fibrillation/flutter. Anti-tachycardia pacing (atp) appears to accelerate the rhythm and then 26j shock converted the rhythm. The physician requested technical services (ts) review device report and noted the first shock therapy accelerated the rhythm into ventricular fibrillation, and the second shock therapy converted the patient to sinus rhythm. No additional adverse patient effects were reported. The device remains in service.